Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: the display screen was observed to have a vertical line on the left side of screen. A test display screen was used and noted to power on with no vertical lines. A failed display flex was diagnosed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.